Manufacturer narrative:
Additional information: customer follow up on (B)(6) 2019: reportedly, customer no longer was alleging pump issue after using infusion set with longer cannula length (9mm instead of 6mm).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of 210 mg/dl. The customer alleged that the pump was not working properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Reportedly, the customer reverted to an alternate method of insulin therapy (manual injections and alternate pump were available).